Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage with a strut on the fourth distal row in a lifted state. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10-oct-2019. It was reported that crossing difficulties were encountered. The 81% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. A 2.50 x 20mm synergy drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a stent damage.